Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the right ventricular (rv) and atrial leads demonstrated noise oversensing, which resulted in pacing inhibition. Both the rv lead and atrial lead were subsequently explanted and replaced. The patient remained stable throughout the procedure.